Manufacturer narrative:
H3/h6: the camera, lot number: p924872, was returned and analyzed. A check of the event log showed intermittent storage temperature exceeded and illuminator current low. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: correction - d9 and h6: the camera (product ID 9735821r), lot number: p901933 was returned to the manufacturer for analysis. After functional testing, visual/physical examination and proceduralized device testing, the reported issue was confirmed to be electrical. The returned power supply unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low, and intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .698mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. The reported event could be duplicated by medtronic personnel. Previously reported codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, ubd: unknown, UDI: unknown see also section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the new camera was experiencing issues (see case (B)(4)). Technical services (ts) determined that the new camera may be malfunctioning, and a new part shipment was initiated.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, ubd: unknown work order completed: h3, h6: a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. A05: applicable to localizer faulted a1102: applicable to localizer faulted message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted, which the probable cause was likely a complementary metal oxide semiconductor (cmos) battery-related issue. Troubleshooting steps included using the network device interface (ndi) toolbox, which confirmed that the bump and internal temperature had been highlighted. There was no patient involved.

Manufacturer narrative:
H2, h3: additional system service was performed. Hardware parts were replaced. Previously reported codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.